Event description:
It was reported that a restless and strong baby lifted and opened one side panel.

Manufacturer narrative:
Drager intesively investigated the type of devices involved in the event. The user manual recommended to use the add'l inner panels of the babytherm 8000 to protect the baby from falling out of the babytherm. In the reported event a very active and strong baby was lying in the heated bassinet. Drager medizintechnick gmbh decided to clarify the statement in the user manual mentioned above and will recommend to always use the inner panels with active infants. The customers will also be informed by drager.